Event description:
Tourniquet was placed on the left knee before the procedure started and was inflated. Fluid pressure was controlled by a linvatec pump. Flow set on medium. The machine would automatically flow at a high speed if the pressure sensor was not reading correctly at the trocar.